Event description:
The iab leaked. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk - reported 4/3/97. Pt's current status: unk - rpt'd 4/3/97.